Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not bootup. Upon functional testing fse found that the single board computer was not starting. Fse replaced the single board computer. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to power on. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.